Event description:
Customer called stating that device stopped beeping on activation press. Stated device had not been bumped or dropped and was not exposed to mositure. Failed to alarm during tone test.